Event description:
It was reported that the shock impedance had decreased over time. An insulation anomaly was suspected. However, fluoroscopy revealed that the svc coil had dislodged and in contact with the rv coil. Attempts were made to pull back the svc coil, but it was unsuccessful. The decision was made to turn off the svc coil and leave the defib portion active.

Manufacturer narrative:
No medwatch form was received.